Event description:
A report received from the USA stated an 840 ventilator experienced a loss of breath delivery communication. There was no reported pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), the software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).